Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to keymed ltd, (okm). Okm evaluated the subject device and confirmed that the subject device passed the leakage test. In addition, the evaluation confirmed that the there was no visual contamination build-up in the inner surface of the instrumental channel, but there were some physical damages. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that three patients were infected with exophiala after bronchoscopy using the subject device. The user facility had been conducted the bronchoscopy on three patients on (B)(6) 2019, and (B)(6) 2019, respectively. The three patients¿ condition is currently unknown. It was reported that the user facility conducted an own testing for the subject device and confirmed that the subject device was not contaminated. There were no visual defects or damages of the subject device reported by the user facility. The user facility had cleaned the subject device using a non-olympus single use cleaning brush (m20700, medisafe) and reprocessed the subject device using a non-olympus automated endoscope reprocessor, autoscope isis, using a non-olympus highly efficient disinfectant (schulke). Omsc is submitting three medical device reports according to the number of the infected patients. This is three of three reports.